Manufacturer narrative:
Save to disk: we did receive performance data collected from the device and have analyzed the data. The lead integrity alert was triggered (B)(6) 2011 timestamp 06:47:25. There was oversensing. Multiple short ventricular-ventricular sensed events of less than 220 ms were observed on the (B)(6) 2011. (10 episodes non sustained tachycardia) interference/noise was also seen. High ventricular short interval counts (sic) are observed with 96 counts since (B)(6) 2011. High sic can indicate the presence of noise or intermittency in the system. High resistance/impedance was also seen. Out of trend sub threshold lead impedance patient alert is observed on (B)(6) 2011. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the defibrillation conductor (not obstructed), outer tubing overlay with cosmetic environmental stress crack and the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the device and leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
It was reported the patient was found deceased at home two weeks post implant of an implantable cardiac defibrillator. In the weeks leading to the death the right ventricular high voltage lead and the right atrial pacing lead had high impedance measurements. In addition, the lead integrity alert was triggered for non-sustained tachycardia and a high short interval count indicating oversensing. Cause of death has been requested and not received.